Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which has been occurring approximately 10-20 times per day and could not be reproduced with isometrics. Impedance measurements were 500 ohms and stable. The system remained implanted at the time of the initial observations. Additional information was received stating this system was exhibiting pacing impedance measurements greater than 2000 ohms and no capture on the rv channel. Fluoroscopy did not identify any lead damage or lead to device connection issue. A revision procedure was performed and this device and the associated rv lead were removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.